Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to low blood glucose. Customer passed out in the grocery store. The current blood glucose reading is 320 mg/dl. Customer stated that the insulin pump is under-delivering insulin. The customer is irritable. Nothing further reported.